Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received the no delivery alarm on the insulin pump. The customer changed the infusion set, but the issue persisted. The customer's blood glucose was unknown. Troubleshooting was done. Advised customer to run a manual prime of at least five units, and the customer reported that insulin exited the tubing. Advised customer that the insulin pump was working as designed. Explained that the alarm was caused by an occlusion related to the infusion set or reservoir. Nothing further reported.